Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The field service engineer determined that a tube in a syringe mechanism was kinked. The tubing was replaced. The measuring cell and sipper probe were also replaced. Adjustments were verified and all checks passed successfully. The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the elecsys estradiol iii assay on a cobas e411 rack. No units of measure were provided. The sample resulted in an estradiol value of > 10000. A doctor questioned the result because it did not agree with the patient's clinical status. A previous sample collected from the patient on (B)(6) 2025 resulted in an estradiol value of 300.